Event description:
It was reported that a cage was implanted at c7-t1 during an anterior cervical discectomy and fusion (acdf) below a previously fused corpectomy. It was reported that the cage had broken down the middle. The cage was not removed. Another surgery was planned for later in the day to extend the existing posterior hardware down further to stabilize. Fragments were left in the patient.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. (B)(4).

Manufacturer narrative:
Medical assessment: provided are an ap and lateral flouroscopic interoperative view of a cervical spine. The spine has a previous acdf fusion with a device spanning approximately c5 to c7 with another device. Also, another device is also present posteriorly from c5 to c7. Present also is an additional device at c7/t1. This device appears to be fractured mid substance as a portion is within the disc space and a portion is ventral to it and rotated. In addition, the fixation screw is in relatively good position within c7, but is extraosseous and anterior to t1 in what appears the soft tissue ventral to the t1 body. It is difficult to verify that the c7 screw is retained by the retaining ring. Limited functionality can be expected from this configuration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.